Event description:
It was reported that right hip revision surgery was performed due to femoral neck fracture. Metallosis and bone necrosis reported.

Manufacturer narrative:
Dear ladies and gentlemen, following receipt of additional information concerning this case it has been determined that the initial report was submitted in error. According to new information received, this complaint is not for smith and nephew devices. Please therefore disregard this report. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.